Event description:
A purchasing agent contacted product services and alleged the motor device had an air leak. It was unknown to the reporter if the device was used in surgery. The date of the alleged is unknown. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering performed functional and visual assessment of the returned device and the reported air leak could not be confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.